Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet pe thrombectomy set with no other devices. The pump, shaft, and tip were microscopically and visually examined. There was damage to the outer shaft of the catheter 6.5cm from the manifold. There were numerous kinks in the supply line. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® ultra pe thrombectomy catheter was being used off-label in the superficial femoral artery (sfa). The catheter worked fine during powerpulse mode. The catheter was then switched over to thrombectomy mode and run for approximately 40-60 seconds when a 'check saline' message occurred. The catheter was noted to be leaking at the pump. The catheter was exchanged for another angiojet® ultra pe thrombectomy catheter and the procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® ultra pe thrombectomy catheter was being used off-label in the superficial femoral artery (sfa). The catheter worked fine during powerpulse mode. The catheter was then switched over to thrombectomy mode and run for approximately 40-60 seconds when a 'check saline' message occurred. The catheter was noted to be leaking at the pump. The catheter was exchanged for another angiojet® ultra pe thrombectomy catheter and the procedure was completed successfully. There were no patient complications.